Event description:
It was stated that when disposing the safety holder in the needle disposal box, the healthcare provider was injured by the needle after forcibly pushing it. This event happened in the hospital setting. There was no disinfection or sterilization, and no infectious disease occurred. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Reason device not evaluated by mfg: other; device was not returned to manufacture investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.